Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 during an endoscopy for a routine peg tube replacement, the patient was found to have a buried bumper and esophagitis. The tubing replacement could not be performed and the patient was referred to the surgical department. On (B)(6) 2021, the patient was hospitalized and the peg tube was removed. On (B)(6) 2021, the patient was discharged.